Event description:
It was reported the electrode exhibited high shock impedances measuring as high as 150 ohms. The physician is considering replacing the electrode. At this time, the electrode remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the electrode was explanted and returned for product analysis. A new electrode was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments severed 77mm from the terminal pin. The electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported the electrode exhibited high shock impedances measuring as high as 150 ohms. The physician is considering replacing the electrode. At this time, the electrode remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the electrode was explanted and returned for product analysis. A new electrode was successfully implanted. No additional adverse patient effects were reported.